Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The manufacturer received that the patient has alleged kidney disease/toxicity, reduced cardiopulmonary reserve. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section adverse event/product problem in box b, initial reporter (rfb) in box e, patient outcome code grid, health impact grid, evaluation method code grid, evaluation results code grid, conclusion code grid, recall (z) number (rfb) in box h has been updated/corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 15 may 2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. The device was returned to a third-party service centre. The device evaluation has been completed, and evidence of sound abatement foam degradation/breakdown was not observed in the base unit. During the evaluation, complaint was not confirmed. There was zero error codes found. The device was scrapped. The third-party service centre conclude that evidence of sound abatement foam degradation/breakdown was not observed. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section d, g and h updated in this report.